Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+1.0/060 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.